Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020 that on an unknown date the bending template double angle / 5x22x5 holes was broken during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This complaint involves one (1) device. This report is for one (1) bending template double angle / 5x22x5 holes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the device was received broken and bent condition at us cq. The device was broken off at both end. The complaint is confirmed. It is bent at the middle of device.there are bending marks are found at the back side of plate. Dimensional inspection: it was not performed due to post manufacturing deformation from the repeated bending and reverse bending (fatigue). Document/specification review: documents reviewed with no issues. Conclusion: no definitive root cause was able to be determined, however it is likely due to repeated bending and reverse bending (fatigue)/repeated use over the 15 years contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part #: 329.402. Synthes lot number: 4959495. Manufacturing site: synthes monument. Release to warehouse date: (B)(6) 2005. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.